Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented in accordance with the following instructions for use: cf-q150l/I operation manual chapter 3 preparation and inspection. Cf-q150l/I reprocessing manual chapter 3cleaning, disinfection and sterilization procedures. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. During the evaluation it was found that the adhesive on bending section cover, and the bending section cover both had foreign objects. Additional findings were as follows: due to damage on charge-coupled device unit, the image has black dot, due to clogging of nozzle, water removal ability does not meet the standard value, the plastic distal end cover had a dent, the connecting tube had a wrinkle, due to wear of angle wire, bending section cannot be bent in up direction at all, the grip had stain, the switch1, the scope cover, the universal cord, all had a scratch, and the scope connector has a dent. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
An olympus representative reported to olympus on behalf of the customer that the angulation was not working when the control knob was turned on the colonovideoscope. The issue was found during maintenance. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the adhesive on bending section cover and the bending section cover both had foreign objects. There was no patient involvement or impact associated with the reported event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.